Event description:
A non-healthcare professional reported after intraocular lens (iol) implant procedure, the patient was happy with the vision in the first post-op appointment. However, he reported that the prescribed unspecified medicated eye drops really burned his eyes. Two days after the appointment he noticed change in his vision i.e, some double vision or shadow vision. Next week in surgeon appointment he stated that a film might be developing on the lens. The patient could not tell much difference between right or left eye. The patient also reiterated that the drops were really burning his eyes. Surgeon gave him drops that did not have one of the medications in them. These also burned patient eyes. Surgeon stated that the film could be removed later and that should help clear up the problem. 1 month post op the patient still have double vision & blurred vision. Surgeon stated we can do a capsulotomy to try to fix the problem. A capsulotomy was performed, and it did not help. Lasik was suggested to correct it and surgeon suggested to wear glasses but unfortunately, they also didn¿t help. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in b.5., b.6., d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was requested and received stating that there was no patient harm.